Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/13/2021. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1194834, 1184810, 1186527. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that 1 bd veritor ¿ sars-cov-2 & flu a+b each from lots 1194834, 1184810, and 1186527 produced a false positive flu a result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "one of our sales reps called to report that a customer is getting false positive flu results from their triplex kits."

Event description:
It was reported that the bd veritor ¿ sars-cov-2 & flu a+b produced a false positive flu a result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "one of our sales reps called to report that a customer is getting false positive flu results from their triplex kits."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Correction: additional lot numbers were provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that 1 bd veritor ¿ sars-cov-2 & flu a+b each from lots 1194834, 1184810, and 1186527 produced a false positive flu a result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1194834. D.4. Medical device expiration date: 2022-10-10. H.4. Device manufacture date: 2021-07-13. D.4. The reported lot numbers 1184810 and 1186527 were not found for the reported catalog number 256088. D.4. Medical device lot #: 1184810. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 1186527. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that 1 bd veritor ¿ sars-cov-2 & flu a+b each from lots 1194834, 1184810, and 1186527 produced a false positive flu a result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "one of our sales reps called to report that a customer is getting false positive flu results from their triplex kits."